Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The instrument was returned and examination of the returned instrument determined that it exhibits signs of repeated use (nicked or gouged) and is fractured on medial side of post. Device history record was reviewed and no discrepancies were found. Investigation of this event, determined the instrument is in scope of previous corrective action. The likely root cause was determined to be bending/torsional loading on the device. The fractured tasp component in this complaint was manufactured before previous design modifications. The root cause is considered to be a previously addressed design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-00190 and 0001822565-2019-00191. (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that instrument was returned to zimmer biomet and was noted to be fractured. There was no patient involvement. Attempts have been made and no further information has been provided.